Event description:
Had a sofwave treatments which uses ultrasound on my face and neck. I was told the treatment was safe FDA cleared with no adverse side effects. This treatment caused nerve damage and extreme fat loss in my face. Sofwave is not safe and should come with a warning for the fat loss and nerve damage. Sofwave claims it only goes 1.5 mm into skin and it can't reach the fat or nerves which is untrue.